Event description:
The reporter stated that he did back to back testing within 10 minutes, using different fingersticks. His results were 302, 202 and 179 mg/dl. He stated that he did not have any symptoms. The reporter said that he had never cleaned his meter. A control solution test result of 131 mg/dl was in range.